Event description:
Caller alleged inratio provided inaccurate results. No comparative results provided by caller.

Manufacturer narrative:
Caller didn't provide actual inratio readings. Insufficient information available. No conclusion can be drawn.